Event description:
It is reported that the drive support cap is protruding. Customer's blood glucose reading is 129 mg/dl. Customer experienced a motor error alarm and prime alarm. Assisted customer with clearing alarms. The insulin pump was not exposed to magnet field. Advised customer that the insulin pump requires replacement. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with prime and motor error alarms during basic occlusion test due to protruded/loose drive support disk. The insulin pump was returned with a missing end cap sticker.